Event description:
It was reported that during patient use, the tracheal tube cuff deflated. The patient had to be re-intubated. There is no repot of serious injury or death associated with this event.

Manufacturer narrative:
The customer informed that the correct lot number for the this complaint is 14c0666jzx. Therefore, it was updated, and this supplemental report is being submitted to reflect this information. (B)(4).

Manufacturer narrative:
(B)(4)